Event description:
It was reported that during a procedure to implant a leadless implantable pulse generator (ipg), a femoral puncture was performed and was transferred to the perclose procedure, but the wires were not coming out, so md was angry and stopped using perclose. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).